Event description:
It was reported the pump had a flow issue. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was missing. The pump was in good condition, no physical damage was found on the pump apart from bubbled dso seal. No problems were found with the programmed delivery in the ehl. Performed functional check. Visually inspected the pump. Delivery test executed with test device and test passed. Dso trip point test passed. Customer stated problem couldn't be replicated. The device passed functional and delivery tests. Replaced dso sensor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.